Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the insulin pump had alarmed a compromised force sensor system. The customer¿s blood glucose level was unknown. There were some compromised force sensor system alarms in the alarm history. No further details were given. The device was out of warranty. The device will not be returned for analysis.